Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. 2 batch number reported: batch 2310029 manufactured date: 2023-10-05 batch 2309712 manufacture date: 2023-09-01.

Event description:
We found an anomaly on the luer-lock plastipak 50ml syringes, reference: 300865, batches: 2310029 and 2309712. We have registered this statement as 24lq008. When the syringes were opened, users noticed the presence of lubricating gel between the tip of the syringe and the plunger. This anomaly was observed in all syringes in batch 2310029 and in approximately 1 syringe in 2 in batch 2309712. We have (B)(4) units from lot 2310029 and (B)(4) units from lot 2309712. They are available at the pharmacy for take-back and expertise. We therefore assign a return number24r006, without which the carrier will not be able to pick up the packages. 0 please let us know in what form you will proceed with the compensation (credit/exchange). I would like to reiterate my request for this material vigilance. All our stock is affected, weurgently need a return from you. If we do not hear back from you by tomorrow on whether or not we can use the devices despite the presence of excess lubricant, we will be forced to make purchases on behalf of us to help us out.

Manufacturer narrative:
Samples and photos received for investigation. Through visual inspection, it can be observed that the syringe is lubricated with what appears to be silicone. Testing was performed on the samples, results verified amount of silicone was with the required limits. A device history review was performed for reported lot 2310029, 2309712, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2310029, 2309712 and found to be within specification. Based on the investigation results, no manufacturing related defects could be identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.